Manufacturer narrative:
The insulin pump was received with motor error alarm during occlusion test and unable to prime at during prime test due to moisture damage inside faulty force sensor resistor (gold). The motor passed motor test. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 391 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.